Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of battery out limit alarm. The customer's blood glucose reading was 75 mg/dl. The customer reported that they got up to the bathroom and there was a black circle pressed and the time was incorrect. Troubleshooting was performed. Customer was not able to clear alarm. The product was not returned for analysis.